Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The spring of flexible drill broke during operation and dropped down into patient's body.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A previous investigation found the root cause is attributed to bending overload, consistent with attempting to use the flexible drill beyond its intended range of motion. A complaint database search finds no other reported incidents against the provided product and lot combination. A two-year search of the complaint database by product code did not identify a trend for the flexible shafts fracturing; confirmed complaints were attributed to misuse. The date code (B)(4) indicates the instrument was manufactured in july of 2008 and is over 7-years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.